Event description:
As reported, in 2008, this patient underwent endovascular repair of an abdominal aortic aneurysm using gore excluder aaa endoprostheses. The physician suspected a proximal type I endoleak and decided to balloon the trunk ipsilateral leg component with a 32 mm cook coda balloon catheter. The balloon ruptured the patient's aorta above the stent graft. An unsuccessful attempt was made to repair the rupture with an aortic extender component. The patient was converted to open surgical repair.

Manufacturer narrative:
A review of the manufacturing paperwork is being conducted.